Event description:
It was reported that this patient had a trip three days after catheter placement. The transparent extension tubing was ruptured for unknown reason. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample photo analysis, applicable fmea documents, applicable manufacturing records and labeling. Based on a review of this information, the following was concluded: the complaint of a break in a 4fr groshong nxt catheter was confirmed but the cause is unknown. Two photos of the catheter were returned for evaluation of this event. One of the photos was the proximal end of the device which contained the proximal connector (including the luer adaptor, extension leg and proximal molded connector), the distal connector (including the oversleeve), and a small section of the catheter shaft material. The catheter shaft contained a complete circumferential break. The break location was under the clear oversleeve. The other picture was of the groshong catheter, distal of the circumferential break, secured in place on the patient with a transparent medical dressing. The break in the catheter appeared to have happened underneath the transparent dressing. This evaluation was conducted on a photo sample therefore microscopic, tactile, and functional testing could not be conducted. Based on the returned photos, possible contributing factors could include tensile (pulling) forces, sharp instrument damage, or material fatigue; however, the root cause could not be determined at this time. H3 other text : evaluation findings are in section h.11.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rebx0825 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that this patient had a trip three days after catheter placement. The transparent extension tubing was ruptured for unknown reason. No other information was provided.